Manufacturer narrative:
Correction: manufacturing site information was incorrect, and should be listed as st. Jude medical, inc. (Crm-sylmar) 2017865.

Event description:
It was reported that the pacemaker's telemetry was inadequate when the patient presented for an outpatient checkup. No intervention was reported. The patient had no consequences.